Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation.

Event description:
Hamilton medical ag (hmag) received the following incident description from the distributor: " a customer has a problem with this unit: alerted on technical fault (tf) 9950" according to the customer, incident occurred during ventilation. No patient harm was reported.

Event description:
Hamilton medical ag (hmag) received the following incident description from the distributor: " a customer has a problem with this unit: alerted on technical fault (tf) 9950" according to the customer, incident occurred during ventilation. No patient harm was reported.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Investigation is ongoing. A follow-up report will be submitted.